Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, auto-inflation. Relocated reservoir as a precaution - still auto-inflating. Secondary lockout valve does nothing to prevent auto inflation. Replaced pump and reservoir.

Manufacturer narrative:
This follow-up MDR is created to document that 2125050-2018-00322 is a duplicate of 2125050-2018-00173. Please refer to 2125050-2018-00173 for this event. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted under 2125050-2018-00173.